Manufacturer narrative:
Device manufacture date: september 24, 2015- september 25, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not allow flow of medication. The device was filled with fluorouracil. It was not specified as to when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.